Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted. The patient's medical history included pelvic pain female, menometrorrhagia, adenomyosis, chronic cervicitis, uterine cervical squamous metaplasia, adhesion, chronic cervicitis, umbilical hernia, morbid obesity, lower abdominal pain, abdominal hysterectomy, umbilical hernia repair, cystostomy, polycystic ovarian syndrome, cramp in lower abdomen, nausea, blood in urine, ileus, cystoscopy and anemia. Previously administered products included for an unreported indication: ditropan and toradol.. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy converted to total abdominal hysterectomy with right salp). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year old female patient who had essure inserted. The patient's medical history included pelvic pain female, menometrorrhagia, adenomyosis, chronic cervicitis, uterine cervical squamous metaplasia, adhesion, cervix inflammation, umbilical hernia, morbid obesity, lower abdominal pain, abdominal hysterectomy, umbilical hernia repair, cystostomy, polycystic ovarian syndrome, cramp in lower abdomen, nausea, blood in urine, ileus, cystoscopy and anemia. Previously administered products included for an unreported indication: ditropan and toradol.. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy converted to total abdominal hysterectomy with right salp). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.